Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners. Unit received with broken battery tube threads.

Event description:
Customer reported via phone call that reservoir leaked into reservoir compartment after reservoir was inserted. Customer's blood glucose was 177 mg/dl. There were no alarms in alarm history. Customer was not able to perform self-test due to keypad anomaly. Customer reported that when buttons were pressed, display jumped from one screen to another. Customer reported that insulin pump was stuck in lock keypad and was not able to unlock. Customer was advised that insulin pump would need to be replaced.